Event description:
Customer reported the compact plus system produced an undosed result of hi (greater than 600 mg/dl). Within 10 minutes of the undosed result, customer reportedly received a blood glucose result of 251 mg/dl. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.